Manufacturer narrative:
Contact attempts were made to the customer to verify correct rate and dose and obtain more details on event. Customer could only provide that the direction was given in reference to the drug being used with the pump. DHR reviewed visual inspection found that this was the first time pump sent back for service and pump's preventative maintenance due date was changed, this indicated that pump was serviced by third party. Testing showed that ump failed under infusion. The pump was recalibrated to resolve the issue.

Event description:
Customer stated that pump under infused using chemo medication at 6680 mg over 96 hours. The delivery was a total of 130 ml under infused over 96 hours. Rate and dose provided were 6680 and 96 hours.